Manufacturer narrative:
The device has been received for evaluation: however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (tts) however customer was unable to complete the check. Customer changed the cartridge to resolve the issue and received a minimum fill alert. Customer¿s blood glucose level was 125-150 mg/dl. Ultimately, the customer reverted to an alternate form of insulin therapy.